Event description:
Bayer case number: (B)(4). Muscle pain [pain muscle], she complains of pain throughout her body [general body pain]. Case narrative: this spontaneous case describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criteria disability and medically important) and pain ("she complains of pain throughout her body"). The patient was treated with surgery (to remove essure). At the time of the report, the myalgia had resolved with sequelae. The outcome of pain was unknown. No causality assessment was received for essure with regard to myalgia or pain. The reporter commented: she complains of pain throughout her body. Surgical procedure done to remove the insert. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(6). Muscle pain [pain muscle] she complains of pain throughout her body [general body pain] case narrative: this spontaneous case describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criteria disability and medically important) and pain ("she complains of pain throughout her body"). The patient was treated with surgery (to remove essure). At the time of the report, the myalgia had resolved with sequelae. The outcome of pain was unknown. No causality assessment was received for essure with regard to myalgia or pain. The reporter commented: she complains of pain throughout her body. Surgical procedure done to remove the insert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.